Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a counterfeit top case and was cracked down from the handle. A check clutch/ plunger lever error was noted the event history log of the pump. Device underwent flow testing, confirming the reported customer complaint. The problem source was noted to be the customer; issue was caused by the customer's incorrect assembly of the device.

Event description:
It was reported the device has check plunger lever error. No patient involvement.